Manufacturer narrative:
The returned device matches the upn number provided by the customer. Visual inspection of the device revealed a gap between red and white collars. The gap spans from spline 7 to spline 2. And there appears to be corrosion on the proximal side of the splines. X-ray showed no obvious anomalies. The electrical test was performed and the device failed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 08de2017. It was reported that tracking issues and deployment detection occurred. A intellamap orion catheter was selected for an animal study procedure. During the procedure when the orion was in the left ventricle, the orion was lost tracking and deployment detection. The procedure was completed without further incidence using a second orion. However the investigation revealed corrosion on multiple splines.